Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (the exact date is unknown however, some time the week of (B)(6), 2011). According to the complainant, following the procedure the device operated properly however, thereafter the flow of medications and formula through the device became slow. The physician placed a filament like device into the feeding tube and the lumen appeared to not be clogged. A new one step button initial placement gastrostomy kit was placed on (B)(6), 2011. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device found the flange plug to be in the open position. A functional evaluation of the device was performed by inserting a syringe in the body and drawing a vacuum. The button body collapsed and reflux valve held as expected. A second functional evaluation was performed by placing a water filled syringe into the device and injecting water through the device with no blockage/ occlusion noted. The returned unit was not consistent with the complaint incident that the button was blocked/ occluded. The device visual examination and functional evaluations confirm that the device met specifications.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4).the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (the exact date is unknown however, some time the week of (B)(6), 2011). According to the complainant, following the procedure the device operated properly however, thereafter the flow of medications and formula through the device became slow. The physician placed a filament like device into the feeding tube and the lumen appeared to not be clogged. A new one step button initial placement gastrostomy kit was placed on (B)(6), 2011. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.